Event description:
Philips received a complaint by the customer on the v60, indicating that there was a co2 calibration error. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there was a co2 calibration error. The customer requested onsite service. Onsite service is pending.

Manufacturer narrative:
H10: the customer was sent a proposal for onsite service but was later cancelled due to no response from the customer. No further work provided by philips. Onsite service was cancelled due to no response from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.